Event description:
It was reported to medtronic neurosurgery that the valve could not change setting and the pt's symptoms returned.

Manufacturer narrative:
(B)(4). The returned valve was fully adjustable and all performance levels could be set on the first attempt. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. A dissection of the valve identified proteinaceous debris inside the valve adjustment mechanism. The instructions for use that accompanies the device cautions that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. The valve was patent. However, the device did not meet the requirements for siphon and leak testing due to a tear in the top of the delta chamber. It is unk how or when this damage occurred. This damage precluded reflux testing and pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.